Event description:
It was reported that the customer received a button error alarm, excessive no delivery alarms, as well as a failed battery test. Customer's blood glucose level at the time 145mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
All operating currents are within specification. Off no power alarm functions properly. Pump passed self test. No unexpected failed battery test anomaly noted. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected no delivery alarm or blank display noted. Pump properly recorded all expected alarms during testing in the alarm history screen. No alarm history anomaly noted. No button error alarm noted. Pump has intermittent button response due to moisture damage on keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.